Event description:
It was reported that the brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that the brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the brady lead was not successfully implanted due to helix deformation after an attempt to place the lead in the septum for left bundle branch (lbb) placement. The lead was retained by the hospital account and will not be returned.